Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system controller and the system monitor was not confirmed. The system controller was returned for analysis and a log file was downloaded from the controller for review. A review of the downloaded log file showed 240 events spanning approximately 2 days ((B)(6) 2019 per time stamp). There were no events related to the reported event active in the log file. The pump stops are addressed in manufacturer report number 2916596-2019-02792. The system controller underwent preliminary and functional testing and was able to support pump operation for an extended period of time. The system controller was able to communicate with the system monitor as intended. A root cause for the communication issues between the system controller and the system monitor was not conclusively determined through the analysis. Heartmate ii instructions for use provides instructions on how to properly use the system monitor to monitor the system, how to properly interpret and troubleshoot all system alarms, how to properly care for, maintain, and store the equipment. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device 1 year 3 months. The heartmate 3 system controller was reported in MFR 2916596-2019-03147. The first system monitor was reported in MFR 2916596-2019-03148. The second system monitor was reported in MFR 2916596-2019-03183. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the heartmate 2 system monitor read ¿data not receiving¿ during the pump exchange. The pump was on and running at this time. Connections and outlet sources were confirmed and working. The team went to transfer to a different system monitor but the surgeon was ready to remove the hm2 and go on bypass, therefore the team did not transfer to a second system monitor. The heart mate 2 was then exchanged for the heart mate 3. The system monitor spontaneously read "data not receiving" after pump exchange. Connections to system monitor and power module were confirmed. A total of 3 different power modules were utilized to troubleshoot. Finally, the initial system monitor that was being utilized began to read again; however, when the perfusionist hit the "silence" button in the bottom right of the system monitor screen the system monitor went blank and displayed "data not receiving". System controller change out was done to resolve the issue. Once the system controller was swapped for the back up system controller the system monitor began to function normally. No additional information was provided.